Event description:
It was reported that during an unknown procedure, after collecting one bottle of tissue, the device would not collect anymore tissue. Another device was used to complete the case. There was no adverse consequence to the patient reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.